Manufacturer narrative:
Investigation results: it was reported that the tubing was leaking. One sample model 2420-0500, lot 24073309 was returned for investigation. The set was examined for defects and abnormalities. There was a hole in the tubing. No other defects or abnormalities were observed. The customer complaint was verified. Based on the damage not being found until after the infusion started it is not likely that this is a manufacturing issue. The most probable cause is that the tubing got caught on something and tore. A device history record review for model 2420-0500 lot number 24073309 was performed. The search showed that a total of (B)(4). Units in 1 lot number was built on 23jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material: 2420-0500, batch#: 24073309. It was reported by the customer that was transported to di via stretcher with IV pump running 2 channels to dual lumen PICC. One IV line (ns medline) running between IV pump and pt's PICC line was found with a perforation (line appeared to be partially severed/ripped) by rn. Nurse reported that blood was backflowing from pt PICC line up through IV line and actively dripping out of the perforation onto the floor and IV pole. She reported that she disconnected the broken IV line and clamped the PICC lumen closed as found. Pt was assessed on return to unit, vitals unchanged from am assessment. PICC line flushed and functional. Defect in IV line assessed and photo of IV line taken. Rcc received a complaint via email. Pt was transported to di via stretcher with IV pump running 2 channels to dual lumen PICC. One IV line (ns medline) running between IV pump and pt's PICC line was found with a perforation (line appeared to be partially severed/ripped) by rn. Nurse reported that blood was backflowing from pt PICC line up through IV line and actively dripping out of the perforation onto the floor and IV pole. She reported that she disconnected the broken IV line and clamped the PICC lumen closed as found. Pt was assessed on return to unit, vitals unchanged from am assessment. PICC line flushed and functional. Defect in IV line assessed and photo of IV line taken. Hg to be repeated in afternoon. Manufacturer code/model: 2420-0500. Serial or lot number: (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.